Event description:
It was reported that during a proctectomy with ileo-anal pouch, the device cut but did not staple. All staple drivers were deployed, yet it did not staple. Had to change the approach of the anastomosis.